Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported calibrations have been done from top to bottom and many different scenarios tried so they could try and get the unit to fail and they cannot duplicate the problem. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator stopped working while connected on a patient. The customer confirmed that there was no patient harm associated with the reported event.